Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 7 shocks due to atrial fibrillation (af) with rapid ventricular response. According to the report, all programmed therapy has been delivered. No additional adverse patient effects were reported.